Event description:
It was reported that twenty-four hours post-system implant procedure, one of the leads exhibited an increase in pacing impedance measurements, from 600 ohms to greater than 3,000 ohms. The following day, the physician brought the patient back to hospital, where this pacemaker was disconnected and re-connected to the lead to resolve the event, as all measurements were then stable and within range. The patient was subsequently discharged, and the physician is continuing with normal monitoring. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported. It is currently unknown if the lead was a boston scientific product.

Event description:
It was reported that twenty-four hours post-system implant procedure, one of the leads exhibited an increase in pacing impedance measurements, from 600 ohms to greater than 3,000 ohms. The following day, the physician brought the patient back to hospital, where this pacemaker was disconnected and re-connected to the lead to resolve the event, as all measurements were then stable and within range. The patient was subsequently discharged, and the physician is continuing with normal monitoring. At this time, the system remains implanted and in-service. No adverse patient effects were reported. The lead was confirmed to be a boston scientific product, but the specific product details were unable to be provided.

Manufacturer narrative:
This report is being sent to correct h1.

Event description:
It was reported that twenty-four hours post-system implant procedure, one of the leads exhibited an increase in pacing impedance measurements, from 600 ohms to greater than 3,000 ohms. The following day, the physician brought the patient back to hospital, where this pacemaker was disconnected and re-connected to the lead to resolve the event, as all measurements were then stable and within range. The patient was subsequently discharged, and the physician is continuing with normal monitoring. At this time, the system remains implanted and in-service. No adverse patient effects were reported. The lead was confirmed to be a boston scientific product, but the specific product details were unable to be provided.